Event description:
It was reported that the customer experienced high blood glucose of 28mmol/l a few times because the insulin pump was not delivering insulin. The father also mentioned that at times he had also blood in the infusion set tubing. It was stated that the device was malfunctioning and the customer was hospitalized. The customer did not feel comfortable using the insulin pump and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. Unable to download the device due to a corrupted history file.